Manufacturer narrative:
The ge service rep found wires loose on the powercord plug. He torqued the screws down on the wires to 12 inches, repeatedly pressing the save button on the c-arm saving the test image. He could not duplicate the reported problem. The system operates as intended.

Event description:
The customer reported that the button on the c-arm was not working. The plug that plugs into the wall had a short in it.